Event description:
It was reported that device has visible dents. During service evaluation was confirmed that device cannot operate on ac or battery power, battery cannot be recharged and device was not able to generate and control negative pressure. No case involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported housing damage. The functional evaluation confirmed the device failed to generate or control negative pressure, establishing a relationship between the device and the event reported. The root cause was determined to be a defective vacuum motor. The device also failed to charge on ac or battery power due to a defective dc inlet. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.